Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that the lead was returned in two pieces. An insulation abrasion breaching the cable lumen was found at 3.8 cm to 4.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.